Event description:
It was reported that following a left leg angiogram, the right common femoral artery was closed with a 6f angio-seal. Hemostasis was achieved. The pt's pulses were palpable. The pt was discharged the same day. The pt was called stating that he stuck his groin against the counter and a hematoma developed. Five days later, the pt came in for an evaluation. The pt underwent surgery and hematoma evacuation. The surgical report revealed no pseudoaneurysm.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.